Event description:
The following information was reported: according to the hospital staff, the balloon seemed to have a loss of pressure and came out of the vessel entirely. The patient developed a hematoma of 6 cm or less that was mashed out within 30 minutes. The remaining three units in the lot number were discarded by the inventory manager. The unit that was used in the procedure was not saved to be returned either. The patient is fine and did not need anything additional after hemostatis was obtained. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f stick location: medium vessel type: arterial

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1512002) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).